Manufacturer narrative:
Additional/changed and/or corrected data : d.9., h.3., h.6. Device evaluation : visual analysis of the returned device identified an opening, a crease fold and a wear abrasion. A leak test was performed and found an opening on the posterior. A microscopic analysis was performed which identified a striated edge opening, consistent with the use of a surgical tool and crease smooth in the posterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - four striated edge opening on anterior side due to surgical damage. -a crease smooth opening on posterior assessed to a fold flaw opening.

Event description:
Healthcare professional reported a right side "deflation". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side "deflation". Device has been explanted.